Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. (B)(4).

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent and leukocytes increased within effluent in a female (age unknown) coincident with extraneal viaflex and physioneal 40 unknown bag therapies. On (B)(6) 2011, the patient began treatment with extraneal viaflex, 2 liters (frequency not reported) and physioneal 40 unknown bag, 2 liters (frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis. On (B)(6) 2011, the patient experienced cloudy effluent, and leukocytes increased within effluent. The outcome for the events of cloudy effluent and leukocytes increased with effluent were not reported. It was not reported if extraneal viaflex and physioneal therapies continued. The physician did not provide an opinion of causality for the events of cloudy effluent, leukocytes increased within effluent, and the relationship with extraneal viaflex and physioneal therapies.